Manufacturer narrative:
Additional information was received that it was suspected that the calcification protruding at the connection between the left ventricular outflow tract (lvot) and the non-coronary cusp (ncc) may have impeded valve expansion and contributed to the dislodgement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, in a patient with severe aortic stenosis, moderate aortic regurgitation, severe calcification of the non-coronary cusp (ncc), left coronary cusp, and left ventricular outflow tract, and a low coronary artery, a guide catheter was placed into the left anterior descending artery as protection. The valve was position and coronary perfusion was confirmed when at 2/3 deployment and at a depth of 1-2mm. When the paddle was released, the valve moved slightly up. Angiography indicated the valve on the ncc was slightly misaligned from the annulus and the lower edge appeared to be mis-shaped due to the calcification. The valve dislodged upon forceful deployment and resulted in misalignment of the annulus. Three attempts were made to snare the valve which was left implanted in the ascending aorta. Subsequently a smaller 20mm non-medtronic transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.